Event description:
It was reported by service report that the pull handle has a sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the pull handle has a sharp edge. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-10274. The serial number (B)(4) and catalog number 6086000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-10274 for full reporting of serial number (B)(4), and catalog number 6086000000 for this complaint.